Event description:
It was reported that when performing surgery due to pocket erosion, the pulse generator exhibited backup vvi after being exposed to electrocautery. A user download was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.